Event description:
The fe reported intermittent x-ray disabled error message on boot-up. This resulted in an intermittent recoverable loss of functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.